Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 13.5mm from its tip. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc)was informed by the health professional that during a laparoscopic removal of myoma using the subject device, the following event occurred. An unspecified error occurred after the first activation. The device was working fine after pressing ok. But the handle continued to alarm and the nurse kept pressing the ok. Eventually, the piece of the grasping section detached from the handle inside the abdominal cavity. The piece was retrieved. No report that procedure delayed causing danger to patients health. No report of harm to the patient. The intended procedure was completed successfully. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the probe was broken off.